Event description:
A customer obtained false low tsh results on four patient samples. The magnitude of the bias may lead to inappropriate or delayed physician action. There was no report patient harm as a result of this event.